Manufacturer narrative:
Hip side corrected.

Event description:
It was reported that revision surgery was performed due to pain, dislocation and elevated metal ions. The surgeon doesn't fault the product.

Event description:
It was reported that revision surgery is scheduled to be performed.